Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Strips not returned.

Event description:
Caller reported performa system blood glucose results of 16.6 mmol/l, 4.8 mmol/l, 7.5 mmol/l, and 5.9 mmol/l within 10 minutes. No adverse event was reported. Strips will not be returned.